Manufacturer narrative:
The investigation of hemolysis has been completed. The impella device was not returned for evaluation. Since administering volume resolving the complication and data logs showed suction alarms leading up to and on the date of reported hemolysis, the root cause of the hemolysis was determined to most likely be patient condition related. After further clinical review the impella cp pump was erroneously entered on on the initial manufacturer device report number 1220648-2025-27176. The correct pump that correlates with the reported failure mode date is the impella rp flex. See following corrections: d1 brand name and product code d2 common device name d4 model number, catalog number, serial number, lot number, expiration date, and UDI number. D6a and d6b g4 PMA/510(k)number h4 device manufacture date h10 instructions for use were erroneously entered.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced persistent anemia with low haptoglobin which raised concern for possible device related hemolysis. The patient's urine was clear yellow. It was noted that there are many other possible reasons for the issues experienced issues. Blood products were administered and the complication was successfully managed. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
H6: added optical signal issue as part of a retrospective review of optical signal issues in accordance with FDA recommendation.